Event description:
It was reported that the screw was crushed into pieces. A back up device was available. It is unknown if there was delay on the procedure. No patient injury or other complications were reported.

Manufacturer narrative:
The reported 9mm x 30mm biosure regenesorb screw, intended for use in treatment, was not returned for evaluation. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. From the information provided, the screw broke into pieces. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site as prescribed. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.